Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose levels. The customer's blood glucose was 419 mg/dl at the time of incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: unit unable to prime during primetest due to faulty force sensor resistor.unit had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked lcd window.